Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was displaying an incorrect heart rate when compared with what the electrogram and marker channels showed. It was further reported that at times the marker channel behavior was erratic and the rate inconsistency was intermittent, and also that it seemed more likely to be a programmer issue as opposed to a device one. Follow-up is in progress to obtain the programmer serial number. It was noted that only one programmer was tried. No patient complications have been reported as a result of this event. It was further reported that the programmer serial number was obtained and it has not been returned to service.